Manufacturer narrative:
The complaint sample was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the device met all manufacturing and quality testing/inspections specifications prior to distribution. The evaluation of the returned device found that there was a small cut in the adhesive over the sensor area and the sensor lead had corroded. The supplier was initially unable to balance the sensor. The balance was adjusted and the balance was drifting. The device failed water pattern testing - offscale. The catheter was severely creased 6.8 cm from the sensor case, and there were several major kinks along the catheter body. Based on their evaluation the supplier was able to confirm the reported issue and determined the probably cause of failure to be use related. It is suspected that fluid entered at the cut site and caused corrosion. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is male and (B)(6), did craniocerebral trauma surgery on (B)(6) 2015 with 826631. The pressure value was higher than actual value. The surgeon zeroed manually but the issue remained. Changed the new one to complete. There was no report on patient injury. On 8/10/2015 per affiliate, there was no delay, no adverse consequences.